Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm)¿s battery appeared swollen, causing the housing to separate slightly. The device still powered on but battery life had shortened and no longer lasted a full day. The patient stated they use the insulet-provided charging cable. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.